Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarms. The system controller event log files contained events from 23dec2024 through 06jan2025, per the timestamps. Driveline power fault alarms were captured from (B)(6) 2025. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Evaluation of the returned modular cable confirmed wire damage which would have resulted in the driveline power fault alarms observed in the submitted log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Chapter 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files captured driveline power faults (power b) starting (B)(6) 2025 at 07:24 and continued for the remainder of the log files. The patient was having the same power fault alarm as on (B)(6) 2025. The alarm was cleared but it returned a few days later. Additional log files contained power a and b driveline power faults. System controller and modular cable were exchanged. It was unknown whether the exchange resolve the faults. There probably was some minor spotting of moisture invasion on the pump side connector external section just past the yellow line by the threading.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.